Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a potentially compromised driveline was also confirmed based on the evaluation of (B)(6). The pump was returned assembled with the driveline intact. The apical sewing ring was returned with the fabric portion removed. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, outflow graft attachment, and outflow elbow) was returned attached to the pump¿s outlet port. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The driveline was returned intact. However, there was a cut through the valor approximately 5 inches from the pump housing. Rescue tape covered the entirety of the driveline. Removing that tape revealed 4 cuts approximately 3-7 inches, 9-12 inches, 15-16 inches and 20-21 inches from the connector. Additionally, when the driveline laid flat, a sharp bend in the driveline approximately 3 inches from the pump housing was noted, and the driveline was black in this area. Electrical continuity testing of the returned driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed breaches in the insulation of the black and green wires approximately 3.5¿ from the pump housing. Further examination of the driveline revealed breaches in the insulation of the yellow, orange and red wires approximately 3¿ from the pump housing (figure 8 of referenced photos). The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the black, green, yellow, orange, and red wires could have also resulted in a pump stoppage if the exposed conductors of any of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The wire damage could have also resulted in a pump stoppage if the exposed conductors from two or more of the wires, from different phases, made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. Incidental findings: superficial driveline damage. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline. These sections warn that damage to the driveline, depending on the degree, may cause the pump to stop and instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 4 of the patient handbook also states that if the driveline is damaged, the pump may need to be replaced and should be replaced as soon as possible to prevent serious injury or death. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides instructions in the event the pump stops. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 07nov2013. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's known short-to-shield was previously reported under 2916596-2021-01847, MFR 2916596-2020-02752, and MFR 2916596-2020-05013. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021, likely due to a pump stop. The pump stop was related to the patient's known short-to-shield.